Event description:
Since 2006, the pt has been experiencing erratic blood glucose values. Her readings have been from 32 to 550 mg/dl. The pt's normal range is from 80 to 100 mg/dl. The patient also reported that three months later, she was in a car accident. The patient stated that her car accident was caused by her insulin infusion device, because her blood glucose dropped and she had an insulin reaction. The patient did state that her blood glucose was 94 mg/dl the day of the accident; however, she is not sure if her blood glucose dropped which caused her to have the car accident. The patient is in a rehabiliation center due to the car accident. Her physician advised her to get her insulin infusion device replaced. The product has been requested for return to be evaluated. The patient is being sent a replacement insulin infusion device.